Manufacturer narrative:
Carefusion file identification: (B)(4). Results of investigation: the suspected ac adapter was returned to carefusion for further evaluation. Upon inspection, the ac lemo connector pins one, two, and three were reported bent; pins four and five were melted/burnt. At this time, carefusion will track and trend this reported issue and internally investigate the situation. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported while using the palmtop ventilator; the unit has a damaged power adaptor and cord. The customer reported the connector is burnt. At this time, it is unknown whether or not there was any patient involvement associated with the event.